Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis and the blood glucose reading was 545 mg/dl. It was stated that the customer experienced high blood glucose levels of 300 and 400 mg/dl along with vomiting the day prior to the hospitalization. Unable to perform a self test because the insulin pump had a low battery. Also, there were motor error and no delivery alarms in the alarm history.